Manufacturer narrative:
The device was received and evaluated. The investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. Although no damage was present, the reported event could not be determined. No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning:  check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following history: (B)(6). The patient reported they did not feel the cannula insert into their skin, and upon removing the pod the cannula was bent. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 1 and 4 hours on the arm.